Event description:
Access and deployment of a 25-16-140bl bifurcated device and a 25-25-75l proximal extension were uneventful. During repositioning of the introducer sheath/dilator repositioning, the extension was inadvertently pushed up above the renals with the dilator/introducer sheath. It was noted that the fellow deployed the devices, and inadvertently advanced the introducer sheath/dilator too quickly. The extension was pulled down with a balloon and the procedure was completed with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Fellow inadvertently advanced the introducer sheath and dilator too quickly causing the extension to be pushed above the renals.